Manufacturer narrative:
The reported complaint that " the autopulse platform sn: (B)(4). Displays user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message when the platform is turned on" was confirmed during functional testing and review of the archive data. The root cause of the (ua) 07 was due to the failure of single point load cell #2, likely attributed to failed component(s), or mishandling such as a drop. Visual inspection of the returned platform was performed, and no physical damage was observed. A review of the archive data showed multiple (ua) 07 on the event date; thus, confirming the reported complaint. The platform failed initial functional testing due to the (ua) 07 advisory message displayed upon powering up the platform; thus, confirming the reported complaint. The load sensing system has detected a weight/load imbalance between the two load cells. The load cell characterization result indicated single point load cell module 2 failed. Single point load cell #2 was replaced to remedy the complaint and to perform further testing. Upon replacement, the platform was tested using the large resuscitation test fixture (lrtf) for 15 minutes without any fault or error. The load cell characterization test indicated both load cell modules function within the specification. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for autopulse with serial number: (B)(4).

Event description:
During a training, the autopulse platform sn:(B)(4). Displays user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message when the platform is turned on. The customer tried testing the device over the phone with zoll tech support with no success. The autopulse li-ion battery that was being used to test was about 1/2 charged so the customer retested with a fully charged battery from the charger but the error message persisted. The batteries are preforming as intended in other platforms. No patient involvement.